Event description:
The catheter was introduced percutaneously using transducer and worked for four days. Then, the "leak in iab circuit" alarm sounded from the pump. The connections were ok and the catheter was removed. As of 5/29/98, the iab was not returned to datascope for eval. [Event complications]: none from the event-reported 12/22/97. [Pt's current status]: satisfactory-rpt'd 12/22.

Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to the FDA on 6/18/98).